Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing inhibition, no capture at max outputs, and high out of range pace impedance measurements. A chest x-ray confirmed the lead to be fractured. A revision procedure was performed and the lead was successfully extracted and replaced. No additional adverse patient effects were reported.